Event description:
I am reporting this event as the qi officer for my division. During a cervical radiofrequency ablation procedure on the date of service, the cannula fractured at the hub, causing a portion to be retained in the patient. By reviewing reports, the cannula was unintentionally slightly bent during initial insertion and then straightened. A surgical incision was made under local anesthetic, and the retained cannula portion was removed in entirety. The patient has not had any permanent sequelae after this incident.